Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A patient side (lower ) pressure sensor failure was confirmed and replicated during testing. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower pressure sensor for failed preventive maintenance. Replaced dim u4 on display board. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor - failed occlusion (low psi). During servicing we identified faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A review of the device history record showed the device had a manufacture date of 07nov2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.